Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue with the primary app occurred. On (B)(6) 2024, the patient reported that her cgm (continuous glucose monitor) reading was high mg/dl on both her dexcom app and tandem insulin pump. However, the patient did not know that the reading of high mg/dl on the devices meant her bg (blood glucose) level was above 400 mg/dl. The patient then went into a ¿deep sleep¿ and stated that she did not wake up and is unsure if she just did not hear the dexcom alarms, or if the alarms were absent. Ems (emergency medical services) was called (presumably by the patient¿s son). Ems took her bg meter reading, and it was 600 mg/dl. It was noted that ems did hear the dexcom alert during their visit. During this time, the patient¿s son was unable to get any cgm readings on his follow app. The patient was then transported to the ER (emergency room). It was reported that the patient woke up in the ER. She was treated with IV insulin. The patient was discharged home later the same day. The patient¿s bg had stabilized, but she was nauseated, weak, and recovering at the time of report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.